Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly calcified and not tortuous below the knee vessel. A 3.0mm x 120mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon demonstrated limited deflation. At a pressure of 9 atmospheres, the balloon ruptured for three seconds. The device was subsequently withdrawn intact without complication. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.